Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "examination of endobronchial ultrasound-guided transbronchial needle aspiration using a puncture needle with a side trap". This study was conducted on the endobronchial ultrasound-guided transbronchial needle aspiration(ebus-tbna) for 57 patients with mediastinal lymphadenopathy. It was reported pneumonia, and as follows; this study was included in 57 patients with radiological features of mediastinal or hilar lymphadenopathy who underwent ebus-tbna between (B)(6) 2017 and (B)(6) 2020. The ebus-tbna was performed using a convex endobronchial ultrasound bronchoscope probe (bf-uc260fw) and other company products (echotip procore). None of the patients had massive bleeding, mediastinitis, or pneumothorax. Only one case of suspected sarcoidosis with bronchoalveolar lavage (bal) developed pneumonia after bronchoscopy, probably owing to bal, which was positive for the pneumococcal urinary antigen and was relieved by oral levofloxacin treatment. Omsc assumes that a patient of pneumonia after bronchoscopy was a serious adverse event to submit. Based on the available information, specific information on the subject device and the patient were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for pneumonia after bronchoscopy.